Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons scratched. Insulin pump screen had a rainbow effect in sunlight-effects visibility. Unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No display anomaly or rainbow effect on the display during visual inspection. The following were noted during visual inspection: scratched keypad overlay, scratched case and pillowing keypad overlay. (B)(4).